Event description:
Adverse event: "irregular incision" (no code available). Product problem: "knife is bent and dull" (dull). The customer reported, the surgeon noticed the tip of the knife was bent and dull during surgery. The surgeon still used the knife to complete the procedure. However, the incision made was not perfect. In surgeon's opinion, it was not a device fault. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).